Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 58 months ago. It was reported 5 months post endoleak was revealed that the physician elected to treat the patient (reference MDR#2953200-2009-00217) with the implantation of a talent cuff; however, after implanting the first aortic cuff (reference MDR#2953200-2009-00939), there was still a type I endoleak present, so the physician implanted a second aortic cuff and the endoleak was still there. The physician modeled the aortic cuffs with a reliant balloon; however, still unable to resolve the endoleak. The physician believes that it is possible that the two previously placed renal stents may be protruding out of the renal artery resulting in the type I endoleak. The patient will be monitored. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: (endoleak), (renal stents protruding out of the renal artery). Conclusion: (renal stents protruding out of the renal artery).